Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed and it revealed and area of delamination between the shell and patch with leakage. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/20/2019, mentor became aware the patient underwent device replacement with 535cc mentor memorygel breast implants, catalog number 3505535bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. On 9/11/2019, the mentor failure analysis lab received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 400cc, catalog # 3507400bc, serial # (B)(4), lot # 5918349. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 400cc and experienced rupture on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.